Event description:
In an article in the journal 'catheterization and cardiovascular interventions,' simard, trevor et al. Title 'unprotected left main coronary artery stenting with zotarolimus (endeavor) drug-eluting stents: a single center retrospective experience,' it was reported that forty consecutive patients were identified from the university of ottawa heart institute interventional database who met the inclusion criteria for a retrospective study to report on the safety and efficacy of zotarolimus eluting stents for the treatment of unprotected left main (ulm) coronary artery disease. These patients had a mean age of 63.6 (+/-) 1.9 years and 34 (85%) were males. Twenty (50%) patients presented with acs, including stemi (3, 7.5%), nstemi (9, 22.5%), and unstable angina (7, 17.5%), while the remainder had stable angina with or without high-risk noninvasive testing (20, 50%). The majority (32, 80%) of patients were accessed via the radial or brachial artery approach. The authors report 16 (40%) high risk cases involving lesions of ulm arteries serving as the primary supply vessels¿10 (25%) had significant concomitant disease (>70% stenosis) of the right coronary artery (rca) in a right dominant system, while an additional 6 (15%) had left dominant systems. Only 3 (7.5%) patients had isolated ulm disease, with the vast majority showing varying degrees of multivessel disease. Angiographic success was achieved in all cases with no major complications, and no urgent surgical interventions. Follow-up angiography occurred on average 5.6 (+/-) 0.9 months after the index procedure. There were three incidences of in-stent restenosis requiring target lesion revascularization and another patient who had a nstemi in the follow-up period. At late follow-up (12.4 (+/-) 1.8 months) three patients underwent CABG (one for rca stenosis) and four patients died without knowledge of the status of the unprotected lm stent (two cardiovascular and two deaths related to cancer progression). Of the two cardiovascular deaths reported, only one would have qualified as a 'possible stent thrombosis' by the arc criteria, with the second patient dying as a result of severe progressive lv dysfunction (which predated the intervention).

Manufacturer narrative:
Clarification: date of death unknown. Patients were monitored between june 2005 and march 2010. (B)(4). Results: (inherent risk of procedure) - death, mi (no results available since no evaluation performed). Device not provided for review (none). Device not returned for evaluation. Conclusions: (known inherent risk of procedure) - death, mi.